Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of an event that occurred in the united states. The user facility reported a complaint of "no video image" involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. Multiple good faith efforts were sent with no additional information being provided. The customer owned endoscope was received by pentax medical for evaluation on 06-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found the image blackout confirming the customer complaint and also documented the following inspection findings: insertion tube buckles at stage 1, up/ down brake knob/ lever markings faded, right/ left brake knob, markings faded, insertion tube buckles at stage 2, failed wet leak test, lightguide prong cover glass set loose, pve electrical connector frame has severe corrosion, failed dry leak test, air/ water socket cylinder o-ring chipped, bending rubber pinhole, fluid invasion in pve connector, fluid invasion not observed in control body, bending rubber leak at middle section, #3 remote control button not working, #2 remote control button not working, #1 remote control button not working, zoom lever switch is not functioning. The device underwent replacements for the following components: o-rings and seals, adjusting collar, bending rubber, insertion flex tube, angle wire, pcb for ccd drive pb-free, electrical connector assy, x-ring(1.8x19.6) gray, ud lock lever, rl lock rotating disk, fwd body trim collar. Model ec-3890li and serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 26-aug-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 03-apr-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-apr-2013. The endoscope was repaired and approved by final qc on 27-aug-2021 and was delivered to the customer under delivery order (B)(4).